Manufacturer narrative:
(B)(4). The injection port with the locking connector was returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned into unlocked and locked position, hooks were deployed. Biological debris was inside the actuator ring and hooks. Upon microscopic evaluation, it was noted that the septum was punctured over 40 times. Dimensional analysis of the returned components was performed and met specification. A functional test was performed on the injection port with an unsuccessful result; biological debris impeded mechanism. Biological debris was removed by (B)(4) solution and new functional test was performed with a successful result. Hooks were deployed and retracted without any difficulties. The complaint was not confirmed. Device met specifications. The product's instruction for use (IFU) provides specific instructions regarding the connection method and adequate grasp method for the port positioning and connections. Failure to connect per the IFU may result in port disconnection. Our investigations concluded that the device was manufactured to specifications and met all release criteria. No relevant discrepancies were noted during manufacturing process. All devices are inspected prior to release for distribution. With regard on the tubing strain relief, which was never located, it is noted that the strain relief material was identified as (B)(4) is certified by the manufacturer to be suitable for use in implant devices. This (B)(4) is referenced in an (B)(4). To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA (B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Event description:
It was reported that post implant a realize adjustable gastric band, approximately 2 to 3 months ago, the patient no longer felt restriction. A fluoroscopy was performed and showed the tube was disconnected from the port. The port was replaced with no adverse consequences to the patient. The location of the strain relief is unknown.